Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer's nurse reported via telephone call a hospitalization due to high blood glucose and diabetic ketoacidosis. The blood glucose reading was 361 mg/dl. The customer had been stressed out and experienced nausea and vomiting. The customer was still in the hospital at the time of the report and was being treated with an insulin drip. The drive support cap appeared normal and recessed. The time and date were incorrect and the nurse was assisted in setting it correctly. The bolus history displayed all entries based on the customer's recollection. The customer declined further troubleshooting and intended to contact a health care professional regarding the settings.